Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the footplate of two proglide devices could not be fully returned into the shaft. The proglide devices were pulled out with force, causing minimal damage to the vessel. The sutures of two new proglide were successfully deployed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. The sutures of the two new proglides were used to repair the damage and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the footplate of the proglide device could not be fully returned into the shaft¿ was not confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was pulled out with force. It should be noted that the electronic perclose proglide instructions for use (eifu), states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number, expiration date. H4: manufacturing date.